Event description:
A malfunction was reported on the customer's pump, which could not be verified due to unavailable pump sn. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support with information on resetting the pump; however, they were unable to reset it immediately due to a lack of supplies and planned to call back later.